Event description:
It was reported that during a ptca procedure, the catheter is coming apart. No patient injuries or complications occurred. Several unsuccessful attempts were made to obtain additional information on this procedure.